Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were frequently unresponsive. The blood glucose level of the customer was 196 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will return for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad due to adhesive on dome switch contacts. Unable to perform the self test, and displacement test due to unresponsive keypad.